Event description:
Patient placed a quickset catheter for her medtronic insulin infusion pump in her left upper buttock. When she pulled the introducer needle base/holder out, the needle was not present and the holder looked slightly jagged. Before placement, patient reported everything looked normal. She then pulled the catheter out and the needle was not present either. Patient placed another catheter, presented for x-rays the same day and had surgery to remove the needle under fluoroscopy.